Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). D10: 36mm i.d. Size e neutral liner. Item: 30103605. Lot: 66543445. Femoral stem 12/14 neck taper standard offset size 1 130 mm stem length. Item: 00811400100. Lot: 66635201. G7 osseoti multihole 52mm e. Item: 110010264. Lot: 67096600. Allen medullary cement plugs 1-28 mm diameter flange/14 mm diameter core store in cool dry place. Item: 00801102028. Lot: 66543445. G2: australia. H6: proposed component code: mechanical (g04) - head. The customer indicated that the product will be evaluated by external contractor; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 4 months post-implantation due to joint dislocation. Follow-ups to gather additional information are currently in process.